Event description:
It was reported that during service and repair pre-testing the motor device had a "frayed cap cable, a male pin pushed in, high and low rotations per minute (rpm), and the air pump stayed on". The device was not used in surgery as the reported condition was discovered during testing. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation without an alleged malfunction. During pre-repair assessment it was observed that the device did not meet manufacturing specifications. Reliability engineering evaluated the device and observed that the device had frayed cap cable, a male pin pushed in, high and low rotations per minute (rpm), and the air pump stayed on". Evidence indicated this was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned without an alleged malfunction. (B)(4) evaluated the device and observed that the device had a "frayed cap cable, a male pin pushed in, high and low rotations per minute (rpm), and the air pump stayed on". Evidence indicates this was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.